Event description:
It was reported that the customer had a button error alarm on insulin pump. The customer's blood glucose level was unknown mmol/l. The customer stated that the button error alarm occured after changing the battery and could not open the battery cap anymore. The customer reported that their was cracks at battery compartment of the insulin pump. The customer was advised that the insulin pump will be replaced.no further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during lour testing. The insulin pump has stripped battery cap at coin slot area, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, minor scratched lcd window and missing end cap sticker.